Manufacturer narrative:
Lieble flarsheim field service engineer report: optivantage dh injector system was evaluated for proper function per optivantage dh service manual, p/n 844962, maintenance section 4.2. All system functions verified within specifications. Injector system returned to full service by the customer.

Event description:
Lf fse reports via fax, customer reports an air injection. Pt does not have permanent or severe injury. Customer does not believe it is our equipment, but wants equipment checked out for safety reasons. Customer still using equipment. On 6/27: customer reports to cpm that they believe air came from separate IV line. Staff reports there was no air in IV line, but the technologist states, they saw air bubbles in the IV line. Customer restated, that they feel the injector was not the origin of the air. Volume of air was not reported, but bubbles were referenced. Customer had injector system checked for safety reasons.